Manufacturer narrative:
The subject devices have not been returned to olympus medical systems corp(omsc). Omsc reviewed the manufacture histories of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. Was informed that 10 patients were infected with drag resistant acinetobacter at the facility in the past 5 years. The facility investigated the medical history of the patients and noticed that 5 of 10 patients experienced endoscopy using olympus tracheal intubation fiberscope model lf-tp (s.n.(B)(4) ) or olympus bronchovideoscope model bf-260 (s.n.(B)(4)). The subject device had been reprocessing using non-olympus automated endoscope reprocessor (endoclens) following manual cleaning. In addition, the subject device had been sterilized once a week. The facility conducted microbiological culturing tests for the distal end and the channel of the subject device. The test indicated no microbial growth for the subject device. The facility surmised that the source of the bacteria was not the subject device but a suction tube for phlegm suction and the bacteria was transferred to the patients by hands of the facility staff. This is one of five reports.